Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a power loss alarm. Her blood glucose was 457 mg/dl. After troubleshooting for the power loss alarm, the alarm was cleared. The insulin pump will not be returned for analysis.